Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had detected an atrial arrhythmia with rapid ventricular response as a ventricular fibrillation (vf) episode which resulted in the patient receiving inappropriate therapy from the device. Follow up was conducted and no further information was ascertained. The device remains in use. No further patient complications have been reported as a result of this event.